Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, auto-mode switch episodes due to noise were observed. The noise was reproducible with isometrics. Due the wave size, it was not possible to program around the noise. The patient will continue to be monitored.

Event description:
New information received notes that the patient remained asymptomatic.